Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-09575. It was reported the pt's entire scs system was explanted due to an infection. The first indication of infection was observed when the pt had yellow discharge from the incision sites and a red tracking mark. The pt was hospitalized and was immediately treated with intravenous antibiotics. The pt was then taken to the operating room to administer antibiotics via peripherally inserted central catheter (PICC). The ipg pocket site and the lead insertion site were washed out and treated with pellet antibiotics during the explant of the devices. The devices were explanted at different times. The pt has a history of infections. The pt will continue to receive antibiotic therapy for at least six more weeks. The explanted products have been discarded by the facility.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.